Manufacturer narrative:
On 01/05/2016 04:04 pm (gmt-5:00) (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
I met with dr. Today and he informed me that he has 3 patients he performed carotid endarterectomy in the last 6 months and he has concerns about the performance of our patches. These patients have shown intimal hyperplasia after 6 months as noted via vascular ultrasound. His standard of care includes: - intraop ultrasound to verify proper technique; 1 month ultrasound to verify proper technique and no technical issues; 6 month ultrasound during follow up; 1 year ultrasound during follow up; yearly exams with ultrasound. Each of these patients had a platinum finesse patch implanted and he feels like this issue may be related to the patch. He is working on compiling the code numbers and lot numbers of all affected products for us to review. I explained our complaint process and he is expecting contact when you need more information. He has asked to be contacted via email as that it his preferred method. (B)(4).

Manufacturer narrative:
Intimal hyperplasia after carotid endoarterectomy is a well know complication of the procedure. It is difficult to assess the severity of the events described from the very limited information. Also some patients are more prone to develop intimal hypertension than other depending on preexisting conditions. A ship history was completed. There was no evidence that the reported upn was sold to the account or sister accounts during the year prior to the aware date. A lot history is unable to be performed. The account was unable to provide the lot number. (B)(4).

Event description:
I met with dr. Today and he informed me that he has 3 patients he performed carotid endarderectomy in the last 6 months and he has concerns about the performance of our patches. These patients have shown intimal hyperplasia after 6 months as noted via vascular ultrasound. His standard of care includes: - intraop ultrasound to verify proper technique; 1 month ultrasound to verify proper technique and no technical issues; 6 month ultrasound during follow up; 1 year ultrasound during follow up; yearly exams with ultrasound. Each of these patients had a platinum finesse patch implanted and he feels like this issue may be related to the patch. He is working on compiling the code numbers and lot numbers of all affected products for us to review. I explained our complaint process and he is expecting contact when you need more information. He has asked to be contacted via email as that it his preferred method. (B)(4).